Event description:
The user facility reported a water leak coming from their reliance vision single chamber washer/disinfector. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
The steris technician arrived at the facility, inspected the washer and confirmed that the leak came from the loading door gasket. The technician replaced the door seal gasket, ran a cycle and still observed the unit to be leaking. The technician further inspected the unit and found that welds on the left hand side of the press gasket were damaged. The investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The technician performed the repairs to the unit and returned the washer to service. No additional issues have been reported.